Event description:
This is filed to report recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted reducing the mr to <1. On a follow up transthoracic echocardiogram (tte) performed on (B)(6) 2022 the mr had recurred at a moderate to severe grade. The patient presented with dyspnea after the mr recurred. The implanted clip was stable and well inserted. A follow up transesophageal echocardiogram (tee) will be performed to decide if an additional mitraclip intervention will be performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent mitral regurgitation (mr) is unable to be determined. The reported dyspnea is a secondary effect of the recurrent mr. The reported patient effects of mr and dyspnea are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.